Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a static fill estimate of 40 units. There was no adverse impact to the customer's blood glucose level. Customer technical support explained that this issue can occur when there is a large variance in measured pressures, affecting the calculation of remaining insulin. Once the insulin quantity equals the static number, the estimate should resume normal operation, and the caller understood and acknowledged the explanation.